Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02541. Investigation incomplete.

Event description:
It was reported patient underwent a partial knee arthroplasty. Subsequently, patient was revised approximately 2.52 years postoperatively due to instability. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2021-02888.